Manufacturer narrative:
E3: occupation: sr. Clinical manager outpatient practices g4: 510k: not available. The actual sample was discarded hence, we could not determine the details of its actual condition. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation and component fit test were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during production. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula and sheath wings collar, which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The locking mechanisms are positioned within the center and the proximal end of the sheath. An audible and/or tactile "click" indicates activation, which can also be visually confirmed. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as sheath collar fitting, and over- or under-insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needle sticks. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of seven (7) complaints for the specific item code. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 25g needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no irregularities encountered during the activation. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or manufacturing process. The lot history file showed no nonconformity or any related troubles that will affect the product quality. The retention samples were inspected and confirmed to be free from defects that would affect the activation of the safety sheath and passed the functional test. Also, there were no irregularities encountered during the activation when we performed the simulation. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would prevent the safety sheath from activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the reported information. A needlestick occurred on (B)(6) 2025. The patient's right finger was stuck after administering a flu vaccine. They noted that the product's lock did not close all the way, it was stuck. It did not lock. The needlestick occurred when they were putting it into the sharp's container. Employee was in occupational health and blood was drawn on the patient as a source panel. Additional information was received on 20oct2025: hard surface activation has been used. The hypodermic needle was inserted in the intramuscular. The nurse cleaned their wound and reported to the dept manager; no operational impact.